Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a coronary lesion with mild tortuosity and mild calcification in the right coronary artery and 90% stenosed. After pre-dilatation, the 4.0 x 18 mm xience xpedition stent delivery system was advanced to the target lesion; however, due to the patient anatomy they were not able to cross the lesion. Resistance was felt during removal of the device. Another xience xpedition stent was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.